Event description:
The pt had been on dialysis for almost an hour when they started to complain of chest pain. Qb was decreased and uf turned off. It was at this time that it was noted that the arterial line segment coming off the dialyzer was kinked. The physician was notified, lab work was ordered including amylase, lipase, hct & heptoglobin, and electrolytes. The pt was subsequently complaining of nausea and vomiting. The md was notified with the results of the amylase and lipase and the pt was notified to be admitted to hosp. The pt refused initially to go to the hosp to be admitted, but apparently later that afternoon went to the hosp to be admitted. Upon discharge from the facility the pt's bp was 150/97 and pulse 92.